Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil is in my left ovary") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), pain ("pain I am in all the time"), allergy to metals ("allergic to the nickle in the coils"), scar ("scars from breaking out"), dyspareunia ("hurts to have intercourse with my husband"), dysmenorrhoea ("periods are nasty pain"), abdominal pain lower ("cramping"), back pain ("back pain"), rash ("rashes") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (vaginal hysterectomy and partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, pain, allergy to metals, scar, dyspareunia, dysmenorrhoea, abdominal pain lower, back pain, rash and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, pain, pelvic pain, rash and scar to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: product indication and events pelvic pains and cramping, heavy bleeding, back pain, rashes and metal taste in her mouth added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.